Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an rv lead revision, it was noted that the lv lead was dislodged. The lead was explanted and replaced. The procedure was completed successfully on (B)(6) 2017 without adverse consequence to the patient. The patient was in stable condition following the procedure.